Manufacturer narrative:
Insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. Pump passed the dat test at 0.08710 inches. No cosmetic damage noted.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 454mg/dl and they were also hospitalized due to high blood glucose of over 600mg/dl on (B)(6) 2017. The customer stated that they had symptoms such as tired. Customer was treated with fluids IV insulin syringe. The customer was wearing the insulin pump during the hospitalization. Customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.